Event description:
The customer reported while running an hiv-I p24 antigen assay, summit sample handler, dispensed a low volume of sample into well position a5 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was assoicated with this event.